Event description:
It was reported that the patient's ipg was inoperable due to user error. As a result, the ipg was explanted and replaced. Surgical intervention resolved the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge their scs system for approximately 4-5 months. As a result, the charging system would no longer communicate with the ipg. Follow-up identified the patient gained approximately 50 lbs over the past 6 months. Surgical intervention may be undertaken as the next course of action to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.